Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in the severely calcified middle right coronary artery. A 1.50mm x 12mm emerge push balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to cross the lesion and was ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition.

Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in the severely calcified middle right coronary artery. A 1.50mm x 12mm emerge push balloon catheter was advanced for dilatation. However, during the procedure, the balloon failed to cross the lesion and was ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition.

Manufacturer narrative:
Device evaluated by MFR.: fg emerge push mr, ous 1.50mm x 12mm, catheter was returned for analysis. Visual, tactile, microscopic and leakage testing were performed on the device. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues with the shaft extrusion. A detailed microscopic examination of the balloon material identified no issues with the balloon. The device was attached to an encore inflation unit and the balloon inflated and deflated without any issues. An examination of the proximal and distal markerband identified no issues. A detailed microscopic examination of the tip identified no issues with the tip.